Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty placing the stent distal to a previously placed stent. The physician could not position the stent, so physician then attempted to remove the system. When the delivery system was removed, it was noted that the stent was not on the balloon. Attempts at retrieval were unsuccessful and the stent remains in the pt. Pt status is listed as "okay".